Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results on the subject meter of "154 and 122 mg/dl", performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.